Event description:
It is reported that surgery was delayed for 1 hour when the surgeon attached the pin, and drill bushing to the femoral proximal targeting guide, and the guide pin interfered in the screw hole of the nail.

Manufacturer narrative:
Evaluation summary: all the components related to this event are not returned for analysis. The returned pin bushing seem to be in working condition and satisfy inspection, manufacturing and dimensional requirements. The actual issue could be related to the guide pin or the targeting guide, but cannot be confirmed. Based on the available information, a probable root cause cannot be determined. Evaluation codes: device history records indicate device manufactured to specification.